Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 570 mg/dl. Customer was in the hospital due to broken hip and has been off the insulin pump, when they put back on the insulin pump and blood glucose have been high and customer kept getting no delivery alarms. Customer states the insulin pump getting a no delivery alarm. Customer states they performed a 5.0 unit fixed prime. Customer states the insulin exited. The devices will not be returned for analysis.